Event description:
Philips received a complaint by the biomedical technician on the v60 indicating that a 1104 "backup alarm failed" alarm error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was removed from service. The biomedical technician called technical support to report that a 1104 "backup alarm failed" alarm error occurred--the central processing unit (cpu) printed circuit board assembly (pcba) was replaced to resolve the 1104 alarm error, but the purchased options were needed to complete the repair. The remote service engineer (rse) provided the biomedical technician with the requested option codes. Multiple attempts have been made to try to obtain further information about this case regarding whether the device passed the required performance verification tests per philips standard and was returned to service, but no response was received from the biomedical technician. Additionally, at this time, it is unknown if the 1104 alarm error occurred at startup/power on self-test (post). This file is closed and can be reopened if new information becomes available.